Event description:
Upon investigation, the complaint was confirmed having pump alarm. Pump was turned on and compressor was turning on more times than normal. The pump immediately started alarming with a pump problem once it got to main screen. Upon internal investigation, there was copper residue around the compressor and the foam on the rear cover. This residue is due to compressor malfunctioning. Dynaflo air compressor will be replaced during repair.

Event description:
The following has been reported: serial number (B)(6). During the start up process it errors out with red lights and says there is a pump problem and to remove it from service. I have tried hard restarts but it has not changed. Recommended to facility rep that he check that av pins and loading pins are moving smoothly. 4/3/24 - biomed sent logs. Preliminary evaluation of the logs showed the following: mechanical hardware failure (air compressor). An active infusion was stopped (per log review). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.